Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address broken prodigy stem and replaced with summit. Doi: unknown; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Investigation summary: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : s67aj1 device history review: DHR for (B)(4) batch number s67aj1 was reviewed. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.